Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device made some strange noise, did not provide any voice prompts when it was turned on and was not able to provide defibrillation therapy. The device was in use on a patient in cardiac arrest. The hospital staff immediately performed CPR until an ambulance arrived and a back-up device was used to deliver a shock to the patient. The patient survived the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the failure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported failure could not be determined.